Event description:
Procedure: stress ui /pelvic organ prolapse. According to the reporter: the patient's alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).